Manufacturer narrative:
Clarification to g.6.: 15-day report. Corrected data: g.6.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with one syringe of juvéderm volbella® xc. Three weeks later, patient has a 2nd injection in the lips with 1 syringe juvéderm volbella® xc. Approximately four months later, patient had a mild case of covid-19 infection, deemed not device related. Approximately four months later, patient noticed nodules in their lips. Hcp treated with prednisone and hylenex. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2021-03126 (allergan complaint (B)(4)). This MDR is being submitted for first injection suspected product, juvéderm volbella® xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported a patient was injected in the lips with one syringe of juv¿derm volbella¿ xc. Three weeks later, patient has a 2nd injection in the lips with 1 syringe juv¿derm volbella¿ xc. Approximately four months later, patient had a mild case of covid-19 infection, deemed not device related. Approximately four months later, patient noticed nodules in their lips. Hcp treated with prednisone and hylenex. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2021-03126 (allergan complaint # (B)(4)). This MDR is being submitted for first injection suspected product, juv¿derm volbella¿ xc.